Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a burning smell when hooked up to the pc unit for testing. Device was not used on a patient at the time of the event, and no other harm was reported.

Event description:
It was reported that the device had a burning smell when hooked up to the pc unit for testing. Device was not used on a patient at the time of the event, and no other harm was reported.

Manufacturer narrative:
Correction: h6 additional information provided h.9: r037 lvp motor stall recall the customer¿s experience with devices exhibiting a burning smell was not confirmed during a visual inspection, and testing failed to replicate a thermal event. Inspection: pump module s/n (B)(6): instrument seal was peeled back. Door hinges are intact and functional. Platen, posts/ hinge pins are all intact. Latch pivot screw is installed properly and does not interfere with door operation. Latch/sear is installed properly and does not interfere with door operation. Both iui connecters were found to be dull. Spring latch assembly was observed missing. Rear case upper well was observed cracked all other possible replacement parts were observed to be bd parts. No thermal damage was observed during the inspection of this device. Results from an external and internal inspection on both pump modules revealed no signs of burning smell or thermal activity during the investigation. Log analysis: a log analysis of both pump modules was performed and failed to reveal events that would lead to a thermal event / burning smell as reported by customer. Testing: testing performed on pump module s/n (B)(6) revealed error code 242.4030 (motor stall failure), determined to be the result of a damaged op1 encoder on the ail assembly. The ail assembly was replaced in the source pump module with a lab pump module ail assembly prior to testing. An infusion test was performed on the returned devices at the rates of 200 ml/h & 125 ml/h for a 6 hr period and devices were left powered on for approximately 72 hours. ¿ both infusions completed successfully. ¿ no burning odor or any indication of thermal activity was observed. The root cause of the channel error (code: 242.4030 motor stall failure) was identified to be a damaged op1 on the ail assembly. The cause of the reported burning smell was not determined. Device serial number search revealed that recall reference number r037 lvp motor stall recall was not performed on the device. Device history : review of the pump module s/n (B)(6) service history record showed that the device was manufactured on 05/13/2013. A review of the device service history record was performed beginning from the date of manufacture to the present date of 07/03/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.